Event description:
It was reported that during implant attempt, the physician had difficulty floating the right ventricular lead across the valve and difficulty moving the stylet within the lead. The lead was not used and a new lead was implanted. The left ventricular lead was also attempted during implant, but could not be used due to patient anatomy, high thresholds and diaphragmatic stimulation. The lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed). (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.